Event description:
It was reported that during a laparoscopic colon procedure, the surgeon said that the trocar would not maintain a good pneumo. The trocar appeared to be leaking around the seal. They used the trocar the entire case, and did not ask for a new trocar. He indicated this was a large patient. The circulating nurse asked to have co2 insufflator checked, and it was functioning perfectly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.